Event description:
Patient presented to the physician with redness and pain at the chest incision site. Physician admitted the patient, during which pain medication was administered and IV antibiotics were initiated. Testing was also performed and the results were negative for infection. Physician brought the patient into the or the following day, removed the ipg, irrigated the chest pocket with antibiotic solution, placed the ipg back in the pocket, sutured, and closed.